Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in italy who received unknown baclofen with a concentration of 2000 mcg/ml at a basal of 1100 mcg/ml and eight bolus of 150 mcg/ml via an implantable pump. The lot,type of baclofen, and the patient¿s concomitant medications were not obtainable. The patient¿s medical history was not known. It was reported that during normal use on (B)(6) 2017, repeated motor stall was noted. As reported it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the event. Diagnostic testing/troubleshooting and actions/interventions included reading the logs. At the time of the report the pump status was implanted but out-of-service and the issue was not resolved. Surgical intervention was planned and the pump was to be replaced in the future. The intervention had not been scheduled. At this time patient symptoms were not reported but the patient status was noted as alive-no injury.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It reported that the first motor stall occurred on (B)(6) 2017. Ultimately, the stall did not recover. The rep provided pump logs and additional error messages were noted. The logs showed a motor stall recovery occurred on (B)(6) 2017 at 19:14 and a motor stall occurred on (B)(6) 2017 at 20:06. Additional information also reported the patient experienced a return of symptoms/return of spasticity. The pump was replaced on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. The catheter access port (cap) was aspirated and found to be patent. Dispense accuracy testing could not be completed due to the stall (300 ul/day and 24,000 ul/day). The battery voltage tested within specification. Visual inspection of the hybrid did not identify any anomalies. Visual inspection of the peristaltic pumping mechanism (rotor) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. Analysis of the catheter (unknown lot#) found the catheter body had a hole that was explant related. The catheter was returned in segments and no leaks were identified. Initial patency testing found the catheter to be occluded. The occlusion broke loose during the decontamination process and passed subsequent patency testing. A leak was identified.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The previously reported evaluation conclusion code no longer applies to this event.